Event description:
Foreign customer report of analyzer malfunction during operation. If lih (lipemia, icterus, hemolysis) testing is switched from use of a dedicated saline reagent to the use of an existing r1 chemistry reagent for lih testing, then the analyzer will conduct a chemistry test corresponding to the ordinal placement of the lih test requistion using the test parameters programmed for a different chemistry test assay; potentially resulting in erroneous results. There is no potential for this event if the use of a dedicated reagent for lih testing is continuously used. There have been no reports of this situation occurring in the united states, and there were no injuries reported by the foreign reporter.